Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider found the air loss alarm displayed on the screen, opened the compressor, found the water trap was too dirty and water trap outlet was blocked, cleaned it properly and the compressor and ventilator worked properly.

Event description:
It was reported that during set up the ventilator generated an air loss. There was no patient involvement.